Manufacturer narrative:
Initial.

Event description:
It was reported that the user requested assistance with function review for meal announcements after announcing incorrect meal sizes due to uncertainty about carbohydrate amounts, resulting in under-announcement at lunch and subsequent hyperglycemia with blood glucose reaching 286 mg/dl; this was categorized as an improper or incorrect procedure or method related to user interaction with the device interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.